Event description:
During a sub-total gastrectomy procedure, it was reported by the affiliate that the staple was malformed. It was reported by the affiliate that "some staples remained the anvil." There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that the cartridge returned on the instrument had nineteen formed staples in the staple pocket. These staples were examined and were found to be conforming with respect to stapble formation. No conclusion could be reached as to why the staples remained in the cartridge. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Additionally, all the staples were fired into the media. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.